Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. The device was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Excessive no delivery alarm was not performed due to motor error alarm anomaly. The device had minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip.

Event description:
It was reported by the customer that their insulin pump was alarming no delivery and motor error. Customer verified connection between the reservoir and infusion set was secure. Customer stated not strain and infusion set is not bent or kinked. During troubleshooting, customer was asked to perform a fixed prime of insulin. Customer states the insulin did not exit. Next, customer was asked to manual prime of insulin. Customer states the insulin did exit and device did not alarm. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was 299 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
This report is provided because the first follow-up report was submitted without the correct information.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.